Manufacturer narrative:
Analysis found the unit with moisture damage on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 88 mg/dl at the time of incident. The customer stated there is fluid under the lcd display. She stated the insulin pump was not dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.